Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the device reached the elective replacement indicator (eri) unexpectedly. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. The replacement procedure was scheduled, but this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. Additional information was received. The device was explanted. No additional adverse patient effects were reported. The product is not expected to return for analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the device reached the elective replacement indicator (eri) unexpectedly. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. The replacement procedure was scheduled, but this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service.